Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampon too far to grab...go to my obgyn for removal- vagina [foreign body in reproductive tract]. String came off [device breakage] . String came off during use, tampon too far to grab...had to go to my obgyn for removal [complication of device removal] . Case narrative: consumer reported via e-mail that the tampon string came off during use. No serious injury reported.